Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the stimulator is not working. The patient clarified the controller is not working. Patient stated they had to go to their healthcare provider (hcp) and they sent in a prescription to get the controller replaced. Patient stated the controller screen is showing a message that the controller battery is dead and it will not charge but at the time the controller battery did have charge. Agent had patient remove the li battery and plug the controller into the ac power cord. Patient verified the controller does power up. Patient put the li battery back in and verified the green light is flashing on the controller. Agent is going to call patient back in 1.5 hours to verify the controller has advanced in charge and they are able to connect to the implanted neurostimulator. The agent then made an outbound call to make sure that the patient's controller did take a charge and they were able to connect to charge the implantable neurostimulator (ins). The agent left a voicemail to call back in if they need further assistance. Additional information was received from a patient (pt). It was reported that the patient was getting no device found. During the call, the patient got 92/94/94 on passive recharge. Patient was able to charge implant from 10% to 50% during the call. Controller was at 100%. Stimulation was off. Patient kept pressing the white button but the white button was unresponsive and the stimulation on/off/lock screen wouldn't display. Patient also mentioned they were in pain for months and they were not very comfortable. The agent redirected the patient to their healthcare provider (hcp) to address the issue. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they got the replacement controller and they were stuck on the position screen. Pt said that the controller wasn't charged at first but that the controller was charged now. Pt didn't have the recharger connected to the controller, so agent had the pt connect the recharger to the controller and position the recharger over the implantable neurostimulator (ins). Pt then said that there wasn't anything on the screen. Pt confirmed that the controller screen was blank. Pt confirmed that they had the ac power supply connected to the controller right before they connected the recharger. Agent had the pt connect the controller to the ac power supply. Pt noted that they saw that the ac power supply green light was on. Pt confirmed that the controller powered on. Agent understood that the controller wasn't charged. Pt confirmed that they had the lithium battery pack inserted in the controller. Pt saw the setup/pairing screens. Agent advised the pt to recharge the controller first before going through the pairing process. Agent advised the pt to call back if further assistance is needed. Additional information was received from a patient (pt). It was reported that they let controller charge overnight and now they see software problem 1- intellis, 2- 3.6, 3- 245, 4- ens interface sm.c. Agent had pt reset the controller. The patient did not have battery pack from previous controller inserted. Pt put battery pack from old controller into the new controller - message was cleared. Agent had pt clean connections. Pt tried 3 times to set up for implant but, screen would not advance past checking the recharger. Agent asked - pt stated they never got a belt and they usually lay on the paddle or hold it. A replacement recharger (rtm) and belt were sent out. Additional information was received from a patient (pt). It was reported that they received the replacement recharger but didn't receive a belt. Patient also mentioned nothing seemed to be working with their equipment and it was a little frustrating for them. Patient was in the hospital several times because their machine wasn't working and the pain was so intense and it was a failure (agent understood this as equipment was a failure). Patient mentioned they went to someone weeks ago. Agent attempted to clarify if they met with a manufacturer representative (rep) and patient mentioned they spoke to a rep. Due to the nature of the call agent stopped asking for representative information. Patient had 2 'chargers' replaced and was wondering why they received a paddle replacement. Agent reviewed information and redirected patient to their healthcare provider (hcp) to address the issue. Agent made outbound call to the patient - pt stated they do not need the belt. Pt also stated they put the battery pack into the old controller and now the con troller is 70% and implant is 70%. Pt is very frustrated that they received a new controller and it is 'not working'. Agent did not have pt try using replacement controller since pt was recharging the implantable neurostimulator (ins) with old controller and stated it was working. Pt stated it is hard for them to get hcp appointment because they do not have money or transportation. Pt did mentioned working with a manufacturer representative (rep). Agent recommended to bring all equipment in to hcp office to further address equipment issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller was a physician, they were working with the patient after being admitted to the hosptial. The caller indicated that the patient has been having worsening back pain. The caller was not sure how long the pain has been occurring, the patient was in the hospital for several days. The patient claimed that the remote was probably at home and the batteries in the remote may be dead. The caller also stated that the stimulator might not be working. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.